Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information available the exact cause for the reported event cannot be determined

Event description:
During coil embolization of splenic aneurysm procedure, the physician attempted to detach the coil (subject device) into the aneurysm. However, the position of the subject device was not determined; therefore; the subject device was repositioned and retrieved. It was reported that when retrieving, the subject device mechanically detached and the tip of half of the coil remaining in the aneurysm. After that, the physician changed the procedure to a vascular embolus and the procedure was continued with no clinical consequences to the patient .no further information is available.

Manufacturer narrative:
This is 2 of 3 reports. The subject device is not available.

Event description:
During coil embolization of splenic aneurysm procedure, the physician attempted to detach the coil (subject device) into the aneurysm. However, the position of the subject device was not determined; therefore; the subject device was repositioned and retrieved. It was reported that when retrieving, the subject device mechanically detached and the tip of half of the coil remaining in the aneurysm. After that, the physician changed the procedure to a vascular embolus and the procedure was continued with no clinical consequences to the patient. No further information is available.